Manufacturer narrative:
It was reported by the service technician that the brake cam was broken. The service technician further assessed it was likely shipment damage.

Event description:
It was reported that the brakes were inoperable.